Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years post implant of this pulmonary valved conduit in a pediatric patient, the device was replaced valve-in-valve with a medtronic transcatheter pulmonary valve (tpv) due to stenosis and pulmonary insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.